Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported a couple of months ago implant began depleting faster than before. Patient stated they set intensity too high and thought that might be reason battery depleted faster. Patient stated they tried lowering intensity but implant still depleted faster and required charging every two days whereas before implant lasted three days. Agent reviewed information and redirected patient to doctor (hcp) for further assistance. Agent reviewed battery longevity.